Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l69911, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported the patient missed their previous refill appointment and now their empty reservoir alarm was occurring. The pump was refilled today. No drug could be withdrawn from the pump today because it was completely empty. It was noted the patient had no symptoms of withdrawal so the healthcare professional was questioning if the pump was even needed. They felt it was not working "too much lately", for the past week. The pump was used to infuse lioresal (baclofen).